Event description:
The product was originally used during a laparoscopy and myomectomy. Reportedly, a re-operation was performed for recurring pelvic pain. During the surgery, a metal component, reportedly from the original surgery, was removed from the pt. A f/u was done with the risk manager and the product is not being returned.